Event description:
During service of the unit a disc/sense alarm with incorrect turbine speeds and low volume condition was found. Replaced motor board, due to intermittent connection at jp5, to correct the failure mode.